Event description:
Medtronic (covidien) received report that a pipeline flex did not open during flow diversion treatment of unruptured giant saccular internal carotid artery (ica) aneurysm. The patient's ica was very tortuous. The microcatheter was driven past the aneurysm and, due to the aneurysm's giant dimensions, multiple pipeline flex devices were used and placed telescopically. The first three pipeline flexes were placed successfully. The fourth pipeline flex (2029214-2015-00801) failed to open distally and did not expand under any manipulation. The distal pipeline flex did not open the first time it was unsheathed. The microcatheter was pulled back and the pipeline flex remained firmly attached on the pusher. Even when the whole length of the pipeline that was out of the microcatheter, it remained attached on the delivery wire. The physician tried to push the microcatheter forward to resheath and re-deploy, but was unable to. The physician carefully pulled back the entire system and the pipeline flex was resheathed inside the microcatheter and was removed from the patient. Two additional pipeline flex devices were placed without complications. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline flex delivery system was returned for evaluation within the microcatheter. As received, the pipeline flex delivery system was found to be stuck inside the distal segment of the catheter and it could not be pushed forward or removed. For further examination, the catheter was then cut to remove the pipeline flex delivery system. A significant amount of blood was observed inside the catheter lumen. The distal hypotube appeared to be severely stretched with the ptfe shrink tubing still intact. The distal end of the pipeline was found not opened due to damaged braid. The proximal end of the pipeline was found fully opened with damaged braid. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer's complaint was confirmed. It is possible that the tortuous anatomy may have contributed to the reported issue; subsequently causing the pipeline flex delivery system and the catheter to become damaged. The device design and physician technique can also contribute to the pipeline failing to open. Per our instructions for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.